Event description:
The endopath endoscopic articulating linear cutter was not rotating freely. It is very difficult to spin the handle. Md requested that another one be opened and that this one be sent to risk to be examined and replaced by the company.